Event description:
As reported, the 7f exoseal vascular closure device (vcd) was attempted to be used after a carotid artery stenting (cas) case however, ¿desiccant¿ had leaked out of the box. Therefore, it was replaced with the new same size device and hemostasis was achieve. There was no reported patient injury. The doctor did not use the device. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. It was placed and piled up at an upper shelf in the lab. The integrity of the sterile pouch was not compromised. The actual product was not damaged. The device will be returned for evaluation. Other additional procedural details/patient information were requested but were unknown. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the 7f exoseal vascular closure device (vcd) was attempted to be used after a carotid artery stenting (cas) case however, ¿desiccant¿ had leaked out of the box. There was no reported patient injury. The doctor did not use the device. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. It was placed and piled up at an upper shelf in the lab. The integrity of the sterile pouch was not compromised. The actual product was not damaged. Therefore, it was replaced with the new same size device and hemostasis was achieved. Additional procedural details/patient information were requested but are unknown. The product was returned for analysis. One non-sterile vascular closure device 7f was received for analysis inside a plastic bag. Per visual analysis, the deployment lever on the device was not pressed and the plug was attached to the device. The indicator window was received on black/white position and the guard was found unlocked. No anomalies were observed. The packaging was not returned with the device. The reported ¿foreign material - in sterile package¿ was not confirmed during the analysis of the returned device. The packaging was not returned with the device and therefore a complete physical investigation could not be performed. The exact cause of the reported event could not be conclusively determined. Without the return of the device packaging and based on the limited information available, it is impossible to determine what factors may have contributed to the reported event, however, storage and handling factors are possible. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to discard the device if the package is damaged or any portion of the package has been previously opened. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the 7f exoseal vascular closure device (vcd) was attempted to be used after a carotid artery stenting (cas) case, however, the desiccant had leaked out of the box. Therefore, it was replaced with the new same size device and hemostasis was achieve. There was no reported patient injury. The doctor did not use the device. The device was returned for analysis. One non-sterile vascular closure device 7f was received for analysis inside a plastic bag. Per visual analysis, the deployment lever on the device was not pressed and the plug was attached to the device. The indicator window was received on black/white position and the guard was found unlocked. No anomalies were observed. A product history record (phr) review of lot 17896523 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box- foreign material - in sterile package¿ was not confirmed during analysis of the returned device since the package was not returned, therefore, no further evaluation could be conducted. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it warns users to discard the device if the packaging or any part of the device seems damaged. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) was attempted to be used after a carotid artery stenting (cas) case however, desiccant had leaked out of the box. Therefore, it was replaced with the new same size device and hemostasis was achieve. There was no reported patient injury. The doctor did not use the device. The device will be returned for analysis.